Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no injury was reported. It is unclear how the fragment was retrieved. The instrument lot # and event date are unknown although the initial reporter indicated that the event occurred in 2025.